Event description:
The patient reported seeking medical attention at the emergency room (ER) on (B)(6) 2025. Blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. She awoke feeling unwell, with a glucose level of 355 mg/dl, and gave herself a correction bolus of 1.50 units of insulin. Despite multiple correction boluses throughout the night and the following morning, her glucose levels remained high. At 1 pm, her glucose level was 250 mg/dl, so she removed the pod, noticing insulin pooled under the adhesive. She reported her blood glucose levels continued to be elevated, and a 2:30pm, she went to the emergency room. The patient was transferred to intensive care with a diagnosis of diabetic ketoacidosis (dka) and was treated with an insulin drip for 12 hours, electrolytes, and zofran for nausea. She was discharged on (B)(6) 2025, at 4 pm. The patient reported no recent messages or alarms on her omnipod 5 app. She confirmed familiarity with the pink slide on the pod, which had moved forward, and that the cannula was inserted into the skin during wear. There was no redness, swelling, or insulin leakage at the pod site until removal. The cannula appeared normal upon removal.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.4. Smartphone hardware: iphone17.1. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.